Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked where it was attached to a one gram vial of ertapenem (non-baxter product). This was identified during set up prior to being connected to a patient. An unspecified baxter solution bag was used concomitantly, however, there were no allegations against the solution bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 17, 2020 - july 22, 2020. H10: the device was received for evaluation. The device was returned in the activated position, and the vial and solution bag were empty. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned sample was connected to a new solution bag and vial and functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.